Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Omsc checked the attached photo and confirmed that one of the arms of the grasping jaws was broken off and missing about 1 mm. There was pitting corrosion around the broken part. The manufacturing record was reviewed and found no irregularities. Based on the investigation result, omsc presumes that the event occurred due to the following mechanism. The cleaning of the device after use was insufficient and foreign materials and/or detergent solution were remained. The residue corroded the arm and weakened it. The weakened arm broke off while moving the grasping jaws. The above device handling has warned in the instruction manual as follows. Reprocess the instrument immediately after use, first by immersing it in a neutral, low-foaming, medical grade detergent solution, then following the cleaning and sterilization procedures given in this chapter. Failure to reprocess the instrument immediately after use, or using other than a medical-grade detergent may cause corrosion at the metal parts like the grasping jaws. This could impair the operation of the instrument or cause a part of it to break and/or fall off inside the patient.

Event description:
It was reported that fault was found at distal end of the subject device and the part broke outside the patient during an inspection before use. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2020, olympus medical systems corp. (Omsc) found that the arm of the grasping jaws was partially missing.